Event description:
As reported by the field clinical specialist, this was a right tf tavr with a 26mm sapien 3 ultra valve in the aortic position in a patient with history of endovascular abdominal aortic aneurysm repair (evar). During the procedure when the commander delivery system pusher was pulled back, a contrast injection was done to confirm positioning and it was noted that an iliac stent was attached to the valve. An attempt was made to reengage the pusher but was not possible due to the stent. The commander delivery system with valve and stent were pulled back into the descending aorta. Access was converted to surgical cutdown on the right side and the patient was converted to general anesthesia. Access from left transfemoral site was gained and bioptome catheter was advanced and used to grab the stent for retrieval. The bioptome was pulled, and the stent was released from the valve. It was determined that length of stent would sit between pusher and first marker and would not interfere with balloon inflation. The stent was pulled negative on balloon with 50cc syringe prior to advancing valve back over arch to ensure balloon integrity. No air bubbles, no blood, balloon was assumed to be not compromised. The valve was readvanced over the arch to the aortic valve then positioned and deployed. The cutdown was closed, the patient was extubated and was in stable condition when they left the room.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image evaluation was performed on imagery provided and the following was observed: stent visible during valve alignment step. During valve positioning in the annulus, the flex tip is retracted and reveals the stent caught on the delivery system. Delivery system and crimped thv were retracted into the descending aorta and a snare was used to pull the stent from the thv. Delivery system, stent, and snare were tracked back over the arch and positioned in the annulus. The stent was brought back to the triple markers and thv was deployed. Delivery system brought back to the iliac and the stent was released. The inflation balloon was shown crossing the released stent and with some manipulation was able withdraw successfully. 3 mensio returned showed pre-existing stents and tortuosity present within patient's anatomy. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on evaluation of the provided imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure when the commander delivery system pusher was pulled back, a contrast injection was done to confirm positioning and it was noted that an iliac stent was attached to the valve. An attempt was made to reengage the pusher but was not possible due to the stent. The commander delivery system with valve and stent were pulled back into the descending aorta. Access was converted to surgical cutdown on the right side and the patient was converted to general anesthesia. Access from left transfemoral site was gained and bioptome catheter was advanced and used to grab the stent for retrieval". Per report, "the perceived cause for the 'iliac stent attaching to the valve' was lack of adequate apposition of stent inside the evar". 3mensio imagery also shows the pre-existing abdominal aortic stent as well as some degree of tortuosity within the patient's abdominal aorta and access vessels. As the delivery system is advanced through the patient's anatomy, it is likely the distal end of the delivery system caught onto the stent and resulted in the reported complaint events. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for tracking, positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Available information suggests that patient factors (tortuosity, pre-existing stent) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.